Event description:
Technician alleged that the foot end brake casters did not hold in the brake mode.

Manufacturer narrative:
Technician found the casters were worn. He replaced the foot end brake and the brakes functioned properly. The stretcher was found out of service in the emergency room hallway and there were no alleged injuries.